Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.